Manufacturer narrative:
The device was removed but not returned. The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that shortly after the trial procedure, the patient experienced pain on the right side of the torso. The physician removed one lead and the pain immediately resolved. The patient continued the trial with one lead and found effective pain relief; however, the pain returned a few days afterwards. The lead was removed and the patient recovered with sequelae. Due to the success of the trial, the patient has now been implanted with the permanent device and is currently using their device.